Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the instrument hit the patient causing the universal surgical manipulator (usm) 4 to move unintentionally. The doctor speculates that the issue was due to respiratory fluctuations, but the cause was unknown because it is unlikely that the 4th arm would normally contact the lungs/aorta (aorta) in a place that cannot be seen. Intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed no related error in the logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: usm 4 started moving up and down in a wave-like motion. The issue occurred immediately after the system was started and when the customer was checking the system. The instrument did not come into contact with the tissue or vessel. The surgeon did not know the cause of the issue. There was no patient involvement. The issue did not result in any unexpected medical intervention. The customer was able to continue to use the system in a subsequence procedure normally.

Manufacturer narrative:
Based on the claim against the product by the customer noting the non-intuitive motion of the universal surgical manipulator (usm) 4, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The isi tse confirmed no related error in the logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.